Manufacturer narrative:
An event regarding revision due to metallosis involving a metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation: no patient medical records were available for review. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. The subject device has been identified to be within scope of an nc and a CAPA . Lot specific voluntary recall (B)(4) was initiated for the lfit v40 cocr heads within the scope and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
We did a revision on an accolade stem with a 36 +5 cocr head. The patient has metallosis and needed their hip revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
We did a revision on an accolade stem with a 36 +5 cocr head. The patient has metallosis and needed their hip revised.